Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR report # 3004209178201005116. The pt had 3 different infections. He was implanted in (B)(6) 2009, and then in (B)(6) 2009, in which a physician inserted a pick line. On 09/21/2009 ,the pt had an infection at the abdominal area near the baclofen pump. In (B)(6) 2009, the pt had a staph infection, and they removed the pump and inserted a new pump on (B)(6) 2010. On (B)(6) 2010, a catheter revision was done. The symptoms that the pt experienced were an increase tone. He was "very sensitive to the tape that was put around the pump site." They saw the pt in (B)(6) 2010, and he was doing fine and getting adequate therapy.